Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem was confirmed. Upon inspection, the electrode belt was found to have a broken trunk cable connector. There were no bent pins. The root cause of the broken connector was not positively identified, but was probably a result of excessive force applied to the connector during mating. No adverse event resulted from the defective electrode belt. The pt received a replacement belt.

Event description:
A (B)(6) y/o male pt's download revealed numerous service codes 204 and 107. Zoll lifecor customer support contacted the pt and sent a replacement electrode belt.